Event description:
Pulmonetic systems, inc. Recevied the following report from a representative of facility: turbine shutdown with a constant disc/sence alarm. Unit powered up but turbine did not engage. Unit not on pt.